Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion programmed to run over one (1) hour ran for two (2) hours. Pump changed out. There was patient involvement, but no harm. Additional information was received through due diligence attempts. It was reported belimumab was programmed to infuse at 250ml/hr with a volume to be infused of 250ml. The customer confirmed the device was at the patient's heart level and that the medication bag was hung at least 20 inches above the pump.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module under infusion event was not able to be confirmed from the log analysis or replicated during laboratory testing. The external and internal inspection were performed on the suspect device and no obvious anomalies with electrical or mechanical components were observed. The inside of the device was free of fluid ingress and corrosion. The primary administration set was not received for this investigation; therebefore, it could not be inspected. All inspected parts were manufactured by bd. A review of the pcu and pump module error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event logs could not be performed due to the logs were observed overwritten, and no data for the reported event date was available. A review of the pump module event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025. At 3:03 pm an infusion was programmed with a rate of 250 ml/hr and a volume to be infused (vtbi) of 250 ml. At 4:03 pm the infusion was completed. And thirty (30) seconds after the infusion was completed, the vtbi was updated to 25 ml. At 4:09 pm the infusion was completed. At 4:10 pm the vtbi was updated to 75 ml and infusion was started. The infusion was completed at 4:28 pm, and the vtbi was updated to 25 ml. At 4:34 pm the infusion was completed. At 4:35 pm the vtbi was updated to 100 ml. At 4:57 pm the vtbi was updated to 50 ml. At 5:09 pm the infusion was completed, and the vtbi was updated to 20 ml. Thirty-six (36) seconds later, the infusion was paused. At 5:10 pm the unit was channeled off. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Alaris system user manual (v 12.3.1) states the proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. In addition, the manual states within warnings to avoid the following conditions that can cause a slower flow than expected (under infusion): avoid positioning the pump module below the patient heart level. Avoid hanging the solution container below the pump module. Avoid using small inner diameter catheters with high viscosity solutions at flow rates above the rates listed in the recommended flow rates by catheter size and type of infusate (can cause back pressure). Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported under infusion was unable to be identified. Based on the review of the device logs, the programmed infusions were completed on schedule. The error could not be replicated during the laboratory testing. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion programmed to run over one (1) hour ran for two (2) hours. Pump changed out. There was patient involvement, but no harm. Additional information was received through due diligence attempts. It was reported belimumab was programmed to infuse at 250ml/hr with a volume to be infused of 250ml. The customer confirmed the device was at the patient's heart level and that the medication bag was hung at least 20 inches above the pump.